Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014; inratio: 2.4; poc 1: 3.5. Time between tests: 10 minutes. Pt self tester reports tht the nurse used one finger stick for both tests, but was unsure whether or not the first drop of blood went in the inratio or ot the alternate poc meter. Date: (B)(6) 2014; inratio: 3.3; poc 2: 3.5. Time between testes: 10 minutes. The nurse poked a different finger, but this time used the first drop of blood for the inratio meter. Therapeutic range: 3-3.5. Caller reports that she was bleeding on her left arm from a small scratch, and also has a bruise on her abdomen. She states that she is not concerned with either of these conditions.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing date was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Root cause could not be determined from the info provided by the customer. The MFR records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.